Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of huyk0934 showed no other similar product complaint(s) from this lot number.

Event description:
Per medwatch report, the facility reported that the patient presented with a cracked hickman catheter, which was initially placed approximately fifteen months ago. It was stated that after the catheter was replaced, the patient appeared to be diaphoretic with left sided numbness/weakness, and a noticeable facial droop. The stroke team was notified. It was stated that the patient suffered an acute stroke. The patient expired four days later.